Event description:
Report received of an over-delivery of demerol. The pump was programmed to deliver 10mg/ml at a continuous rate of 40mg/hr, 25mg loading dose, 30mg bolus, 20 min pt lockout, 40 mg 1-hour limit. The container size was reported to be 600mg. The risk manager reported the physician's order for the bolus dose was 10mg demerol and that the pump was programmed incorrectly. The operator error was discovered 8-hours after the medication was started and the pt reported feeling "sleepy". The pump was reprogrammed to the prescribed dosage. No adverse pt event was reported. No medical interventions were required. The pt was discharged from the hosp with a full recovery.